Event description:
It was reported that an occlusion alarm occurred, but the alarm number could not be verified. There was no adverse impact to the customer¿s blood glucose level. The customer resolved the issue by changing the cartridge and resuming insulin delivery.